Manufacturer narrative:
On october 02, 2023, mentor received the device for evaluation and completed a visual inspection of the returned device. Mentor identified the complaint device as lot 5548927. As such, the complaint device lot number, device expiration date, and device manufactured date have been updated accordingly. Device expiration date: 8/10/2009; device manufacture date: 8/11/2004. On october 11, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the breast implant was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both provided lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a 325cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of her left prosthesis, which was confirmed via mammogram and ultrasound. As a result, the patient underwent removal and replacement with a 325cc mentor memorygel breast implant on (B)(6) 2023. Lot numbers were provided for two devices, but the corresponding sides of implantation were not disclosed. The catalog for both devices is the same. As such, both lot numbers will be populated in the lot number field. If additional information is received, a supplemental report will be submitted.